Manufacturer narrative:
The event of an scs revision was reported to abbott. Per the follow up details, the patient encountered rib stimulation. ¿precious wires¿ were removed to create space for new leads with midline placement. Per the follow up details 2 octrode leads were explanted. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-19012. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the lead was replaced with a new one.